Event description:
Boston scientific received information that during the explant of this right atrial lead removal difficulty was encountered. The lead was broken during the explant and partially removed. Part of the lead remained in the body. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed 250mm from the terminal pin, and two segments were returned. The tip including the anode electrode ring was not returned. Analysis confirmed that the lead had extreme damage from the explant procedure. The insulation of the tip segment is opaque in certain areas from being pulled with extreme force. The insulation was torn/damaged and the tip segment of the lead including the helix, tip and ring electrode were not returned. Laboratory analysis noted that it is likely the lead was caught on something and appeared that the force needed to explant the lead was greater than the strength in this area. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented. Laboratory analysis also noted that the anode and cathode conductor coils were fractured 242mm from the terminal pin, the fracture appeared to be distal of the suture sleeve tie down area at a point near a bend in the lead insulation. This is consistent with a fatigue fracture near the suture sleeve location. This fracture was not related to the explant procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.